Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication, and a stall due to shaft-bearing.

Manufacturer narrative:
Product ID 8590-1 lot# n175009, implanted: 2008 (B)(6); product type accessory product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm was sounding due to a motor stall that occurred 2014 (B)(6) at 9 a.m. There was no reported MRI or other environmental causes. The patient was starting to show symptoms of withdrawal. It was unclear if the patient heard the alarm. It was noted that they were planning to replace the pump on the day of report. The pump was used to deliver an unknown drug intrathecal. Additional information was requested, but was not available at the time of report.

Event description:
It was later reported that the pump alarmed and the patient experienced diarrhea and ¿not feeling himself¿. Per pump logs, the motor stall occurred on 2014-(B)(6) at 21:36. As of 11:54 the following day, no recovery had been logged. The cause of the motor stall was unknown. No additional motor stalls occurred. The patient recovered without permanent impairment. The device system was used to deliver hydromorphone, baclofen and prialt.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was indicated that the patient¿s first pump, implanted in 2008, had only lasted 4 years and it failed. The patient experienced withdrawals and was in the hospital a week; the pump was replaced. No further complications were reported or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient¿s weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a business partner from a report received from a health care provider (hcp). It was indicated that the patient was hospitalized for lumbar laminectomy with fusion and the event was not associated with prialt at all. The hospitalization dates were (B)(6) 2017 to (B)(6) 2017. No action was taken nor change made with respect to prialt. No further complications were reported/anticipated and no further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the business partner on (B)(6) 2018. The pump was replaced on (B)(6) 2014 and the patient was in the hospital for a week. The pump was alarming and they were unable to use the personal therapy manager (ptm). The pump was delivering hydromorphone 16 mg/ml; dose 5.494 mg/day, baclofen 95 mcg/ml ; dose 32.620 mcg/day and prialt 6 mcg/ml; dose 2.0602 mcg/day. It was also noted that pa (patient activation) dosing was activated. Medications the patient was taking include dilaudid 8 mg tablet, ibuprofen 800 mg tablet, soma 350 mg tablet, glucosamine chondr 500 complex capsule, zoloft 1500 mg tablet, vitamin c (unknown capsule), vitamin d (unknown capsule), vitamin b complex capsule, bee pollen unknown capsule, multivitamins tablet, simvastatin 40 mg tablet, trazodone hcl 150 mg tablet and testosterone 4 mg/24hr patch. The event was not related to prialt therapy, it was a delivery mechanical device malfunction. There were no underlying medical conditions or medications that may have contributed to the event. The patient had recovered from the event. Additional medical history included non-malignant pain, failed back surgery syndrome. The patient was further identified as "caucasian/white american." Additional medical history included lumbarspondylosis with spondylolisthesis, osteoarthritis, chronic pain syndrome, and back surgery (2016). Additional concomitant products included fish oil, omega 3, gabapentin and methadone (dates of therapy, route, dose and frequency of use were not reported). On an unspecified date in 2008, the patient started treatment with 120 mcg/ml compounded baclofen at 52 mcg/day for lumbar spondylosis with spasm and post lumbar l aminectomy syndrome. A(B)(6) year-old male, with spondylolisthesis and failed back surgery syndrome, back muscle spasms, was receiving intrathecal baclofen, hydromorphone, prialt, and oral methadone and gabapentin. There were no further complications reported/anticipated.